Manufacturer narrative:
The balloon was not returned for analysis as it was discarded. Based on the reported information the event of ¿poor visualization¿ could not be confirmed. It is possible that blood may have entered into the catheter lumen subsequently contributing to the balloon to become not visible during inflation. However, the cause could not be determined. Per the occlusion balloon system instructions for use (IFU): ¿inadvertent proximal guidewire movement can cause blood to enter the balloon lumen. If the balloon is not visible during an inflation procedure, blood may have entered the catheter lumen. This may occur during extensive guidewire manipulation, or if the guidewire is extended beyond the catheter tip and a strong vacuum was pulled on the syringe to deflate the balloon. To clear the lumen of blood, deflate the balloon, withdraw the guidewire proximal to the proximal balloon marker band and perform a gentle flush procedure with the recommended contrast solution.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a cerebral aneurysm embolization procedure, the balloon inflation was not visible while within the treating vessel. A new balloon system was used to continue with the procedure. The patient was not injured. The anatomy was not tortuous and medium size in diameter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.